Manufacturer narrative:
There are multiple patients. All known information is provided in the literature article. This report is for an unknown veptr construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: el-hawary, r. Et al (2016), rib-based distraction surgery maintains total spine growth, journal of pediatric orthopaedics, vol. 36 (8), pages 841¿846 (canada). The aim of this retrospective multi-center study is to evaluate the effect of rib-based distraction surgeries on total spine growth in children with early onset scoliosis. A total of 35 patients (17 females and 18 males) with a mean age of 2.7 years (6 months to 7 years) were included in the study. Surgery was performed using vertical expandable prosthetic titanium rib (veptr). All patients underwent a mean of 9 lengthening procedures (5 to 15 lengthening) and at least 5-year follow-up from their initial implantation surgery. The following complications were reported: 15 patients had device migration during their treatment period. At implantation, the average maximum kyphosis was 40.5 degrees (3 to 77 degrees). Maximum kyphosis was noted to increase for each period: l1=44.5 degrees, l2-l5=49.6 degrees, l6-l10=56.4 degrees, and l11-l15=64.8 degrees (p<0.05). At each subject¿s final follow-up, kyphosis ranged from 22 to 122 degrees, with 27% of subjects having normal kyphosis and 73% of subjects having hyperkyphosis. This report is for an unknown synthes veptr construct. This is report 2 of 2 for (B)(4).